Event description:
The device was moving; the patient had problems since implant. The connector was larger. The physician tried to move the stimulator several times but it continued to move. The patient experienced dizziness and searing pain that went up her back until she felt like she was going to faint. Further information is being requested at this time.

Manufacturer narrative:
(B) (4).